Manufacturer narrative:
The customer reported that the transmitter overheats. The battery casing is split and is lodged in the transmitter. No patient harm reported. Customer was sent an exchange unit. The unit was returned for evaluation, however, the batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter overheats.